Manufacturer narrative:
The pod was received with the formed needle exposed and soft cannula not visible. The slide insert was not visible in the top housing viewing window though the linkage assembly was partially extended, indicating that the needle mechanism did fire. The download data from the pod showed that the pod had been deactivated at the end of the second priming sequence. Inspection of the internal components found the formed needle to be bent and the soft cannula to be scrunched and shortened. Damage was found to the environmental seal cap, indicating that the chassis subassembly was incorrectly installed into the bottom housing, which resulted in the needle and soft cannula deploying into the environmental seal cap, preventing proper deployment of the pod. Due to the soft cannula not being deployed and visible, the exposed portion of the soft cannula could not be identified as bent or kinked as reported.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site on the hip/buttocks, the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone16.1 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.